Event description:
The nurse (rn) notified the physician (md) that wound evacuator drain could not be removed due to resistance met during attempt to pull the drain by rn. The resident physician attempted to remove wound evacuator drain from patient. The resident removed the drained. However, the tip of the drain's tubing had ripped off and tip of drain remained in patient's back. The patient had to return to surgery following day to remove the tip of drain that was left inside patient's back. When I went to go talk to the rn who completed the report she had no additional. She was present only for the post removal.manufacturer response: we contacted bard to ask how does this happen? They said if it is sutured in it can happen. The instructions for use (IFU) recommends not to suture in. When I asked if this has happen at other user facilities, they said occasionally. I asked what else could cause this? The drain could be too big for the tubing, the jagged edge could be pulled too hard and at times they cannot say what could cause it.